Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had the scale marking missing. The following information was provided by the initial reporter: "per the customer, removed 3ml syringe from package and found that there were not numbers or dashes to determine how many mls were placed in syringe. Complaint case was emailed to customer service on (B)(6) 2023."

Event description:
Material#: 309657, lot#: unknown. It was reported by the consumer reported per the customer, removed 3ml syringe from package and found that there were not numbers or dashes to determine how many mls were placed in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Per the customer, removed 3ml syringe from package and found that there were not numbers or dashes to determine how many mls were placed in syringe. Complaint case was emailed to customer service on (B)(6) 2023. 309657~tpmecc. Syringe 3ml luer lock bd. Sterile.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no non-conformances associated with this issue during the production of this batch.